Manufacturer narrative:
Ime code e2103 was reported in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and patient's son. They reported continuation of max settings message on all programs. Agent reviewed message and again redirected to healthcare provider (hcp) and reviewed patient services can not remotely clear message. Patient and caller to follow up with hcp regarding max settings message.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For fecal incontinence and urina ry/bowel dysfunction. It was reported, that they were trying to turn their stimulation up, but they were seeing the maximum settings have been reached. Message at 0. 8 on their current program and that issue started yesterday 2024-may-28. The patient denied having had any falls or traumas that led to the issue. Patient was unable to troubleshoot. And try additional programs or to identify what program they were on, because they weren't able to see. And stated, they had a friend who assisted them with "that stuff". Patient stated, they would call back with their friend who helped them with their external devices was available to assist. Patient also asked, about the name of the manufacturer representative (rep). Who was on their case, that they couldn't seem to recall the rep's name. The issue was not resolved through troubleshooting. And the patient was redirected to their healthcare provider to further address the issue either way. They called back on 2024-jun-05 with friend present. Friend reported, that they were getting 'maximum settings reached' message on their current program at 0.9 ma. Agent suggested, friend try the other programs. On all 7 programs, maximum settings reached displayed at <(><<)> 1.0 ma. The patient reported, they previously were in the 6.0 ma range. Agent suggested, patient schedule follow-up appointment with their managing doctor or rep for further device evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient repeated therapy issues, said that was told settings is at the highest and can't increase any higher. Patient called about MRI and MRI mode. Patient said doesn't have anyone else present to assist and just asked for review. Verbally reviewed steps. Patient said will call back to review MRI mode when someone is available to be with them to assist.